Manufacturer narrative:
The manufacturer had previously reported the ventilator's internal battery was replaced. The technician also observed the lcd screen to be damaged and unreadable. Due to no response from the customer the ventilator was returned unrepaired. No parts were replaced.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.